Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient was explanted 3 years following implantation due to rejection. There was not more than 50% symptom reduction. It was unknown if any troubleshooting was performed and the cause of the event remained undetermined. No further complications were reported/anticipated.